Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed one prior irregularity during the manufacture of the reported lot # 5245671. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there was leakage between where the needle connects to the tubing, after activating the safety device, in a set of the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter. Blood leaked from the tubing onto an employee coat. No injury or medical intervention reported.